Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 664 mg/dl. The customer was experiencing symptoms of nausea, vomiting, difficulty breathing and pain in chest, and difficulty walking. Customer was treated with bolus on pump. Customer was admitted to the hospital. Customer's blood glucose in time of emergency room visit was 564 mg/dl. The customer cause of emergency room visit was high blood glucose. The customer is still in emergency room. After the troubleshooting was done, customer was advised that she programmed part of her bolus wizard and basal rates. Customer had not performed a rewind/prime when she began using the replacement pump. The customer was assisted with rewind/prime and received the check setting alarm.